Event description:
It was reported that customer's blood glucose dropped and the paramedics were called. The caller stated that her mom sounded slurred in her speech and was sweating. Troubleshooting was performed, and no damage to the drive support cap noted. The daughter stated that the customer got a button error early in the week, and maybe she did not eat this morning. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.